Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that she needed a replacement sensor because the needle broke in a sensor she tried to use. Customer's blood glucose reading was unknown. Customer declined to troubleshoot. The sensor was replaced and will return for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor needle was separated from the sensor base. The insertion needle was not returned unable to confirm the insertion needle anomaly.